Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping continues to display the apply sample symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 745am. The patient manages her diabetes with novolog insulin. The patient continued to take her usual dose of insulin through her insulin pump (7.5 units). The patient denied developing symptoms due to the alleged issue. No additional treatment was specified. The patient obtained a result of "200 mg/dl" with her continuous glucose monitor. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 high issue. However, the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.